Event description:
After completing a total knee revision procedure, the post-operative film showed a retained piece of a drill bit. The piece is aprox 18mm long and 3-4mm wide. There was no perceived difficulty with the equipment during the case. The physician involved felt it did not pose a threat to the patient and at this time elected not to bring the patient back to surgery.